Event description:
It was reported that the device was in use with patient for infusion. The reporter stated at the scheduled end of infusion one third of the infusion volume remained. No adverse effects to patient.